Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter failed to power-up, the connector was removed and prongs appeared to have burn marks. The unit was returned.

Manufacturer narrative:
Final analysis observed burn marks on the green strip, burn components were observed on the main circuit board which could be damaged due to the high current flow through the ac wall power outlet. A burn mark on the inner casing of the ac power adapter was also observed.